Event description:
In december 2002, the pt reportedly experienced intermittency when using the sound processor. During the first several months of 2003, the pt reportedly experienced sound percept problems and intermittency when using the sound processor. External equipment was exchanged. However, the problem was not resolved. In june 2003, the pt's device reportedly stopped working. In 2003, the pt was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing was performed and indicated that the device was not working. The center requested additional testing be performed by a company rep. The pt was later seen by a company rep. Testing performed confirmed that the device was no longer functioning. Explant surgery is to be scheduled.